Manufacturer narrative:
To date, the incident sample has not been received for evaluation. If the sample is received, or if additional information pertinent to the incident is obtained, a follow-up report will be submitted. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
The customer reported that several days after the procedure, whiteness on the patient's skin was seen approximately 23 mm in diameter at the needle site. There was no patient injury.

Manufacturer narrative:
Correction: evaluation summary one act1520 was returned for evaluation. This device had been used in the treatment or diagnosis of a patient. Without the original packaging or a reported lot number, the investigator cannot determine if the product was within the assigned expiration date at the time of reported incident. The returned product did not meet specification as received. Visual inspection found the clear insulation on the unit was damaged. The insulation on the device was intact. The hole in the insulation was most likely caused by the needle contacting the guiding needle. The device failed hipot testing. If information is provided in the future, a supplemental report will be issued.